Event description:
It was reported that during a percutaneous coronary intervention/stenting procedure, the guide wire fractured. The wire was being used with another manufactuer's balloon. The wire fractured during removal and was removed without incident. No patient injury or complications were reported.